Event description:
Related manufacturer reference number: 3006705815-2024-02305. It was reported that during the (B)(6) 2024 implant procedure, the patient experienced a csf leak. The leads were removed and the ipg was implanted. As a result, the leak was closed with sutures during the procedure, to address the issue. The patient was reported to be asymptomatic.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.